Manufacturer narrative:
For error 5, product labeling states, "error: blood application: error applying the blood to the test strip. Solution: turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger." For error 6, product labeling states, "error: test strip interference. The test strip was touched or removed during the test. Solution: turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress. Note: for meters with serial number (B)(4) and lower: in rare cases, "error 6" may indicate extremely high coagulation times (> 10 inr). If "error 6" is displayed repeatedly, please contact your physician without delay." The patient's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is patient/consumer.

Event description:
It was reported that in (B)(6) of 2022, a patient received coaguchek xs meter errors, specifically error 5 and error 6 (on a meter with serial number (B)(4)), and had two stroke events in (B)(6) of 2022. From 03-may-2022 to 26-may-2022, it was reported the patient had difficulty with testing with the meter due to recurring meter errors, error 5 and error 6. The patient reported the following meter results: on (B)(6) 2022, the patient's meter result was 2.4 inr. On (B)(6) 2022, the patient's meter result was 2.7 inr. During troubleshooting for meter error 5 and error 6, replacement test strips and a new meter were provided to the patient. It was reported a new meter was delivered to the patient on (B)(6) 2022. On 28-jun-2022, the patient's wife called to get assistance with setting up the new meter and reported that the patient had two stroke events in (B)(6) of 2022. On (B)(6) 2022, the patient was reportedly taken by ambulance to the hospital because he was breathing consistently but not responding. Allegedly the patient had a magnetic resonance imaging (MRI) scan and it showed the patient had a lesion on the brain that could have been a tumor or from a stroke. However, it was reported the medical personnel believed the patient had a brain stroke. Reportedly the patient was in the hospital for 3 days and was released. On (B)(6) 2022, it was reported the patient was not feeling well and went to the doctor. The patient's inr was tested with the doctor's roche meter and the patient's inr result was reportedly 2.4 inr. On (B)(6) 2022, allegedly the patient would not get out of bed and seemed confused. It was reported the patient went to the hospital by ambulance. Reportedly the patient had a brain stroke and was hospitalized from 09-jun-2022 to 26-jun-2022. Allegedly the patient was in the emergency room bed for two nights and then moved to a regular room. While in the hospital, it was reported the patient had supraventricular tachycardia (svt) and was treated with an unspecified intravenous (IV) injection. The patient was not aware of any other treatment received. On an unknown date, while the patient was in the hospital, the patient¿s inr result was reportedly 1.3 inr. Allegedly the patient's warfarin was not being withheld. The patient is reportedly recovering at home. The patient's therapeutic range was 2.4-2.8 inr. The patient's testing frequency was reportedly 1-2 times per week.